Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-14749. It was reported that an asymptomatic patient presented for a follow-up in clinic. Upon interrogation, non-sustained oversensing was noted due to intermittent loss of capture on both the patient's right ventricular and left ventricular leads. No intervention was reported as the physician opted to monitor the patient.